Event description:
The customer was hospitalized for high blood glucose and dka. It was stated that the customer had nausea and was vomiting. When the customer called back, the pump's reservoir was empty. Instructed customer to fill up the reservoir with water and to perform a manual prime. The water came out. The high-pressure test was not performed. The customer also stated that he had "no delivery" alarms two days before his admission. The infusion set was changed and the alarms continued. Requested customer to remove the infusion set and found that the cannula was bent. Instructed customer to change the entire infusion set.